Event description:
It was reported that the patient had fallen post-implant and presented to the emergency department with complete heart block (chb). Device interrogation revealed that the right atrial (ra) pacing lead exhibited no capture at maximum level and that the right ventricular (rv) pacing lead measured high threshold level. Echo revealed that the rv lead had perforated the ventricle and resulted in tamponade and that the ra lead had become dislodged. Both leads were explanted and replaced post pericardiocentesis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead (B)(6) 2013, addrl1 implantable pulse generator (B)(6) 2013. (B)(4).